Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was not reimplanted; however, re-implantation is planned once the site heals. This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted october 8, 2019.

Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). There was a subsequent skin breakdown at the magnet site resulting in an extrusion of the implant. It is unknown if the head splint was applied. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.